Event description:
It was reported that the lead integrity alert (lia) triggered and noise was observed on a remote monitoring transmission. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed. Analysis revealed that the proximal conductor had fractured. The defibrillator conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had a cosmetic environmental stress crack. The outer insulation was torn. The inner tubing was cut. The outer insulation and the outer tubing overlay were breached cut. The outer insulation had a cosmetic depression. The lead was stretched. Visual analysis indicates the lead appears to have been implanted with a bend in it at the fracture site.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.